Event description:
On (B)(6), 2010, a respiratory therapist reported that inomax ds, #(B)(4) was being used on a male infant in the neonatal intensive care unit (nicu) at 20 parts per million with high frequency oscillation (hfo). The device was originally working correctly but then the monitored nitric oxide (no) level started fluctuating from minus values to greater than 60 ppm. The device was replaced with inomax ds device #(B)(4). Without performing a pre-use check or purge, the second device also displayed fluctuating monitored nitric oxide (no) values. The respiratory therapist suspected that the fluctuations were due to electromagnetic interference (emi) from the hfo, and took inomax ds device #1 (#(B)(4)) out of the pt's room. A pre-use check and calibration were performed on inomax ds device #1 (#(B)(4)) whose monitored values continued to fluctuate. An hour later, inomax ds device #1 (#(B)(4)). It began to work fine, delivering a stable 20 ppm on the pt and replaced inomax ds #2 (#(B)(4)) whose monitored values continued to fluctuate. An hour later, inomax ds device #1 (#(B)(4)) readings again became erratic. The respiratory therapist then decided to switch out the hfo. Inomax ds device #1 (#(B)(4)) readings remained erratic, so it was then replaced with a third inomax ds device which worked fine. When the malfunctions occurred, the respiratory therapist utilized the manual override switch so that the pt received continuous nitric oxide. The respiratory therapist stated that there was no impact to the pt and no adverse event occurred. Inomax ds device #1 (#(B)(4)) and inomax ds device #2 (#(B)(4)), were removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported that inomax ds, #(B)(4) monitored nitric oxide (no) levels started fluctuating from minus values to greater than 60 ppm. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.